Event description:
Patient reported right side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient additionally reported right side ¿headaches¿ not related to device, ¿chronic fatigue¿ not related to device, ¿unexplained respiratory difficulties¿ not related to device, ¿depression¿ not related to device, ¿frequent skin rashes¿ not related to device, ¿joint pain and muscle pain¿ not related to device, ¿transverse myelitis, lesion down my spine, inflammation in my body¿ not related to device and ¿breast implant illness¿ not related to device, ¿hair loss, chronically dry mouth and eyes, poor memory and concentration, anxiety, and insomnia¿ not related to device,¿inflammation in my body¿ not related to device.